Event description:
During dialysis set up and treatment, the following events occurred: little screw cap on venous line was missing. Unable to connect venous line to pt's venous stick. Had to reprime new venous line.